Event description:
It was reported that this newly implanted right atrial (ra) lead exhibited noise with suspected oversensing. The field representative was advised to run tests on sensing, thresholds, and impedances. The lead was disconnected and reconnected, and the noise subsided. Technical services (ts) discussed possible fluid or air bubbles escaping from the header port. This pacemaker system remains in service. No adverse patient effects were reported.